Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported a reservoir leak in the insulin pump. The customer reported that upon taking out the reservoir from the insulin pump, liquid poured out. It was reported that the location of the leak was around the edge of the rubber cylinder. Troubleshooting was done. No additional information is provided.